Manufacturer narrative:
The device referred to in this complaint is considered a hold over unit. A hold over unit is any piece of hill-rom owned equipment that was initially provided to a customer on a rental basis and that, subsequently, hill-rom is unable to re-posses and/or service. The customer denies access or is unwilling to return the product to hill-rom; therefore, no investigation or servicing can be conducted at this time. The reported injury is serious in nature pre FDA definition. The customer did not communicate how long she has been on the bed without fluidization. Because of insurance/reimbursement limitations, hill-rom is not getting access to the bed and has not been able to service or repair. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein - calorie nutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. The wear of microspheres to the point that they will not fluidize properly is multifaceted and their replacement is a practical occurrence that is inherent with use of the bed. Several factors come into account, environment, use and care of the pt. Hill-rom recommends not exceeding an ambient room temperature of 75 degrees f. The microspheres can handle limited amounts of fluids passing through the filter sheet. Excessive humidity, incontinence and bodily fluids will saturate the beads and hamper fluidization. Treatment from caregivers such as petroleum based topical ointments and silver compounds will ruin the coating on the beads and permanently destroy their fluidizing properties.

Event description:
The pt contacted hill-rom and stated that she had 3 pre existing stage 2 wounds (sacrum, left and right buttocks). The pt complained that the microspheres were not fluidizing properly and now her wounds have gotten worse and are now stage 4. The bed was located in the pt's home. This report was filed in our complaint handling system as complaint # (B)(4).